Event description:
It was reported that while the ventilator was connected to a pt, two technical error codes indicating disabled valves and disconnected breathing node were generated and ventilation stopped.